Event description:
It was reported that the patient visited the ER (emergency room) with hyperglycemia. The patient's blood glucose levels reached 618 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include feeling "off", mouth numbness, feeling faint, and vomiting. The patient was treated with IV (intravenous) fluids and rapid acting insulin via injection. The patient was released in eight hours. The patient was wearing the pod at time of ER visit. Upon removal of the pod, the cannula was found to be bent.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.